Event description:
The leak of medical fluid was found. The indwelling period was 87 days. Since the leak of the medical fluid was found, the catheter was removed. The removed catheter was infused as a check at the hospital. However, no leak was found and the sample functioned without any problem. The user was unable to locate the leak site. The user requested the manufacturer to reexamine the sample for any leak or damage.

Manufacturer narrative:
The complaint of a leak is unconfirmed. A complete 4 fr groshong single lumen PICC catheter was returned for evaluation. According to the notes contained in this file, it states, ¿the leak of medical fluid was found.¿ the complaint incident could not be replicated in the laboratory setting. Hydraulic pressurization of the catheter revealed no leaks. Occasionally, fibrin sheaths will form over a catheter¿s opening, encapsulating the catheter. This can result in solutions administered through the catheter exiting the catheter¿s distal tip traveling back up the catheter through the lumen created by the fibrin sheath over the catheter¿s exterior surface. On x-ray, this may appear as a leak. Fibrin sheaths can also impede flow, making aspiration difficult. Fibrin sheaths can be dissolved using chemical solutions recommended by the product IFU. The device had been in place for approximately 87 days prior to the complaint incident. A chr is not possible, as no manufacturing lot number information has been provided by the complainant.